Manufacturer narrative:
Correction to d4 lot #: suspect lots 24a03h15 and 24j08h15. Additional information was added to h6 and h11. H11: a batch review was conducted for suspect lots 24a03h15 and 24j08h15 and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a minicap transfer set and a minicap; further described as the minicap ¿did not tighten and fell off¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was discarded and the lot number was unknown; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.